Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited double counting/oversensing during a wide complex ventricular tachycardia (vt) resulting in delivery of an inappropriate shock. The delivered shock did convert the rhythm. Technical services (ts) discussed potential programming options. The physician was considering exercise stress testing (est). No further assistance was requested at this time. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.